Event description:
The materials mgr reports the flexi-seal fms retention balloon had a hole in it. The issue was discovered prior to use in a pt.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt or event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on 08/10/2015. Third party MFR reviewed the routers used to manufacture lot #14vm541457 and no deviations or discrepancies were noted. It was determined the lot was manufactured without incident. The retained samples for this lot were inspected and were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.